Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured 09/12/2014 to 09/13/2014. The device was received for evaluation. Visual inspection revealed particulate matter floating in the bladder. Fourier transform infrared spectroscopy identified the particulate matter to be acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volumefolfusor had particulate matter inside the reservoir. The device was filled with an unspecified amount of bupivacaine. There was no patient involvement. No additional information is available.